Event description:
I purchased icy hot heat therapy box of 3 "back" patches. I applied one to my lower abdomen for menstrual cramps. I wore the product for 7 1/2 hrs -the package says no longer than 8 hrs. When I removed the patch, I had 6 blistered burns on my abdomen. They have been oozing ever since, and I have been treating with burn cream. They have not scabbed over and are still open and oozing, almost one week later. Dose or amount: 1 patch for 8 hrs, frequency: once in 24 hrs. Dates of use: 2008. Diagnosis or reason for use: menstrual cramping. Event abated after use stopped or dose reduced? No.